Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation. Pt. Recover reported as uneventful.

Event description:
It was reported that the patient had a subcutaneous abscess. Intestinal fluid leakage when user cut open the patient. Recoil ring reported to be broken.